Event description:
It was reported that the bd 5ml discardit syringe experienced leakage at the connection site. The following information was provided by the in leakage from the syringe tip.

Manufacturer narrative:
(B)(4). Medical device lot #: an invalid lot # of 1174514 was provided by the initial reporter. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) discardit 5ml from lot # 1174514 product # 300852 with the reported issue of ¿leakage from the syringe tip¿. The DHR of material number 300852 and lot number 1174514 was checked and no quality notifications were recorded on this lot. One sample and no photographs were received from the customer and was used for investigation of the reported defects. The investigation team also used retention samples of material code 300852 and lot number 1174514 for investigating the reported defect. None of the ten retention samples showed any leakage in them. The received sample was tested for leakage, and it confirmed that there was leakage found in the original sample. The defect is confirmed. The probable root cause could be the high stamping pressure. This stamping is adjusted manually by operator as per requirement. To prevent this from recurrence, a rejection button will be provided on marking and assembly machine to reject components during adjustment and components that fall directly into red bin. Target date: 30th december 2021. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: 1 sample and no photographs were received from the customer. The investigation team have used retention samples of material code 300852 and lot number 1174514 for investigating the reported defect of leakage none of the 10 retention samples showed any leakage in them. The original sample was tested for leakage, and it was found to leaking from the stamping/marking point. The defect is confirmed. The probable root could be the high stamping pressure. This stamping is adjusted manually by operator as per requirement. To prevent this from reoccurrence a rejection button to be provided on marking and assembly machine to reject components during adjustment and component fall directly into red bin. Target date: 30th december 2021 . Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.